Manufacturer narrative:
The customer was sent troubleshooting tips via email by customer service and was asked to call in if her issues were not resolved, which the customer has not done so as of the date of this report. In a follow up with a complaint handler on 01/25/2022, the customer indicated she had been diagnosed with mastitis shortly after she had started using the breast pump to express her breast milk to freeze in place of her normal scheduled nursing times and the breast pump failed to empty her breast as completely as her nursing baby. The mastitis had resulted in a super painful knot of clogged ducts the size of a softball that was very inflamed, red, firm, and tender to the touch. She additionally indicated she had been prescribed antibiotics, which were successful and she was recovering well. The customer was subsequently contacted by a complaint handler who asked her to call in to customer service in regard to her breast pump issues, but she has not done so as the date of this report. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged via email to medela llc that the pump in style maxflow breast pump she had been using for the last six months had low suction, did not meet her needs, and she would like to return it for a more powerful breast pump. She additionally alleged that she would benefit more from a sturdy and stationary breast pump with a stronger suction to relieve her frequently clogged ducts, which had led to mastitis.

Manufacturer narrative:
The customer was sent troubleshooting tips via email by customer service and was asked to call in if her issues were not resolved, which the customer has not done so as of the date of this report. In a follow up with a complaint handler on 01/25/2022, the customer indicated she had been diagnosed with mastitis shortly after she had started using the breast pump to express her breast milk to freeze in place of her normal scheduled nursing times and the breast pump failed to empty her breast as completely as her nursing baby. The mastitis had resulted in a super painful knot of clogged ducts the size of a softball that was very inflamed, red, firm, and tender to the touch. She additionally indicated she had been prescribed antibiotics, which were successful and she was recovering well. The customer was subsequently contacted by a complaint handler who asked her to call in to customer service in regard to her breast pump issues, but she has not done so as the date of this report. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged via email to medela llc that the pump in style maxflow breast pump she had been using for the last six months had low suction, did not meet her needs, and she would like to return it for a more powerful breast pump. She additionally alleged that she would benefit more from a sturdy and stationary breast pump with a stronger suction to relieve her frequently clogged ducts, which had led to mastitis.